Manufacturer narrative:
(B)(4). (B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02841. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, uterine prolapse, a rectocele, a cystocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent debridement of mesh on (B)(6) 2010 due to mesh erosion and chronic pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient was unable to void and a release of the mesh was performed in the early postoperative period. The patient experienced multiple complications, including erosion, and underwent a debridement of graft and release of constriction tension bands and cystoscopy on (B)(6) 2010. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion with extensive fibrosis.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, frequency, nocturia, and both stress and urge incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urgency, frequency, nocturia, and both stress and urge incontinence.